Manufacturer narrative:
Continued date of birth (a.2): 1984 (year only provided). Visual analysis of the photos identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - lump/nodule: unable to observe as it is a medical event that is not related to the device. - anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: - red particles on the surface of the shell.

Event description:
Physician reported right rupture diagnosed by ultrasound and mammography. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a "mass in the right device". A rupture or lymphoma are suspected. This record relates to the right side. Device remains implanted.